Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sensing/detection issue with the implantable cardioverter defibrillator (ICD) as the patient went into ventricular tachycardia (vt) but the device inappropriately withheld therapy due to atrial tachycardia/atrial fibrillation (at/af) programmed rate (pr logic). Reprogramming occurred and the lead remains in use. No further patient complications have been reported as a result of this event.